Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. When asked for the dose and concentration of the morphine in the pump the patient read off, ¿ptm is set .050 mg dose res 3 /24h, duration 1m, max 3 a day, lockout interval is 10m, max daily dose .909 mg (+19.5%)". The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that when he saw his hcp (healthcare professional) for a refill yesterday ((B)(6) 2019) there was way more medicine than there was supposed to be in the pump. Per the patient, this was due to his ptm (personal therapy manager) not working because the ptm was not sending a signal down to the pump to request the medicine. The patient stated that the hcp did troubleshooting and reviewed readings to confirm that the ptm wasn¿t working. He had been in pain in the past month to month and a half. The patient stated that after his hcp notified a company representative about the issue, he was told to call in to get his ptm replaced. During the call, when asked what he was seeing on the screen when he attempted to use the ptm to deliver abolus, he stated that ¿the ptm blinks and he sees a check mark on the screen¿. He then reiterated that ¿the ptm was not sending a signal down to the pump to deliver a bolus¿ even though he was seeing the check mark on the ptm screen confirming that the request had been sent to the pump. The patient was then connected with the repair department for a replacement ptm. No further complications have been reported as a result of this event.